Manufacturer narrative:
No RMA has been initiated for this issue. Model cxe serial number/date code (B)(4) is approximately 2 years and 5 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.

Event description:
The right side frame is allegedly broken at the weld. The left side frame is allegedly coming apart at the weld.